Manufacturer narrative:
Based on the limited information from the field, in situ measurements show an increase of channels with high impedance. The telemetry pattern indicate that the affected channels are in the basal region and the problem starting over time. Therefore it seems very likely that the active electrode migrated out of cochlea. Two channels were left outside of cochlea at implantation due to incomplete insertion. Additionally a short circuit between two channels, due to undetermined reasons is present. These findings might have contributed to the reported lack of benefit. Depsite requested, no further information could be obtained.

Event description:
The hearing perception with the device currently isn_t very good and there has not been any language development.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing perception with the device currently isnt very good and there has not been any language development.